Event description:
It was reported to philips that after fco implementation the etco2 did not work. There was no patient involvement.

Manufacturer narrative:
The therapy pca was returned for failure analysis. U3, the rs-232 transceiver for the etc02 module, was found to be defective. Upon replacement of u3 on the therapy pca, op check passed and the board was returned to full functionality. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.